Event description:
It was reported that the device has reached end-of-life battery status after over seven years of implant time. The patient is scheduled for knee surgery so the device will not be replaced until later. The clinic declined to send in battery data for review, so technical services does not know if the depletion is normal. The device remains implanted. There were no adverse patient effects.